Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding"), bartholin's cyst ("bartholin's cyst") and metal poisoning ("nickel poisoning") in a 37-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2010,dye contrats test done which showed physician informed that everything looked normal and that her tubes were blocked. Concurrent conditions included premenstrual dysphoric disorder and skin irritation. Concomitant products included dexamfetamine (dextroamphetamine). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal pain ("stabbing like pain in vaginal/ vaginal pain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("unusual and prolonged periods"), pain ("pain"), allergy to metals ("various symptoms associated with nickel allergy"), back pain ("lower back pain"), spinal deformity ("curved spine and robs out of place"), arthralgia ("joint pain"), bartholin's cyst (seriousness criterion medically significant) and menstruation irregular ("it was irregular"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy/bilateral salpingectomy and in (B)(6) 2011 emergency surgery to remove cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain, back pain, spinal deformity, arthralgia and bartholin's cyst had resolved and the genital haemorrhage, menometrorrhagia, pain, allergy to metals, menstruation irregular and metal poisoning outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bartholin's cyst, dyspareunia, genital haemorrhage, menometrorrhagia, menstruation irregular, metal poisoning, pain, pelvic pain, spinal deformity and vulvovaginal pain to be related to essure. The reporter commented: she felt better right away and it was as if the poison in her body was gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils in place, fallopian tubes occluded. Ultrasound pelvis - on (B)(6) 2017: she was diagnosed with nickel poisoning.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet received. Event nickel poisoning was added. Event onset date was added. Lab data was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding") and bartholin's cyst ("bartholin's cyst") in a 37-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenstrual dysphoric disorder and skin irritation. Concomitant products included dexamfetamine (dextroamphetamine). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal pain ("stabbing like pain in vaginal"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), pain ("pain"), abdominal pain lower ("cramping"), allergy to metals ("various symptoms associated with nickel allergy"), back pain ("lower back pain"), spinal deformity ("curved spine and robs out of place"), arthralgia ("joint pain"), bartholin's cyst (seriousness criterion medically significant) and menstruation irregular ("it was irregular"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy/bilateral salpingectomy) and surgery (in (B)(6) 2011 emergency surgery to remove cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain, back pain, spinal deformity, arthralgia and bartholin's cyst had resolved and the genital haemorrhage, menometrorrhagia, pain, allergy to metals and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bartholin's cyst, dyspareunia, genital haemorrhage, menometrorrhagia, menstruation irregular, pain, pelvic pain, spinal deformity and vulvovaginal pain to be related to essure. The reporter commented: she felt better right away and it was as if the poison in her body was gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded in (B)(6) 2010,dye contrast test done which showed physician informed that everything looked normal and that her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding") and bartholin's cyst ("bartholin's cyst") in a 37-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenstrual dysphoric disorder and skin irritation. Concomitant products included dexamfetamine (dextroamphetamine). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal pain ("stabbing like pain in vaginal"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), pain ("pain"), abdominal pain lower ("cramping"), allergy to metals ("various symptoms associated with nickel allergy"), back pain ("lower back pain"), spinal deformity ("curved spine and robs out of place"), arthralgia ("joint pain"), bartholin's cyst (seriousness criterion medically significant) and menstruation irregular ("it was irregular"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain, back pain, spinal deformity, arthralgia and bartholin's cyst had resolved and the genital haemorrhage, menometrorrhagia, pain, allergy to metals and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bartholin's cyst, dyspareunia, genital haemorrhage, menometrorrhagia, menstruation irregular, pain, pelvic pain, spinal deformity and vulvovaginal pain to be related to essure. The reporter commented: she felt better right away and it was as if the poison in her body was gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded in (B)(6) 2010,dye contrast test done which showed physician informed that everything looked normal and that her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and medical record received:event vaginal pain, abdominal pain, lower back pain, curved spine, joint pain, bartholin's cyst, it was irregular added. Reporters,events outcome,lot number,concurrent condition,concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), pain ("pain"), abdominal pain lower ("cramping") and allergy to metals ("various symptoms associated with nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, dyspareunia, pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, menometrorrhagia, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), bartholin's cyst ('bartholin's cyst') and metal poisoning ('nickel poisoning') in a 37-year-old female patient who had essure (batch no: 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010, dye contrats test done which showed physician informed that everything looked normal and that her tubes were blocked. Concurrent conditions included premenstrual dysphoric disorder and skin irritation. Concomitant products included dexamfetamine (dextroamphetamine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal pain ("stabbing like pain in vaginal / vaginal pain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), pain ("pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("unusual and prolonged periods"), allergy to metals ("various symptoms associated with nickel allergy"), back pain ("lower back pain"), spinal deformity ("curved spine and robs out of place"), arthralgia ("joint pain"), bartholin's cyst (seriousness criterion medically significant), menstruation irregular ("it was irregular"), menstrual disorder ("unusual periods"), vaginal haemorrhage ("constant abnormal spotting"), premenstrual dysphoric disorder ("pmdd"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), hot flush ("hot flashes"), vulvovaginal burning sensation ("stinging and burning vagina") and vaginal discharge ("discharge"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy / bilateral salpingectomy and on (B)(6) 2011 emergency surgery to remove cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain, back pain, spinal deformity, arthralgia and bartholin's cyst had resolved and the genital haemorrhage, menometrorrhagia, pain, allergy to metals, menstruation irregular, metal poisoning, menstrual disorder, vaginal haemorrhage, premenstrual dysphoric disorder, ovulation pain, night sweats, hot flush, vulvovaginal burning sensation and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bartholin's cyst, dyspareunia, genital haemorrhage, hot flush, menometrorrhagia, menstrual disorder, menstruation irregular, metal poisoning, night sweats, ovulation pain, pain, pelvic pain, premenstrual dysphoric disorder, spinal deformity, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pain to be related to essure. The reporter commented: she felt better right away and it was as if the poison in her body was gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: coils in place, fallopian tubes occluded. Ultrasound pelvis: on (B)(6) 2017: she was diagnosed with nickel poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events: menstrual disorder, spotting vaginal, vaginal discharge, premenstrual dysphoric disorder, painful ovulation, night sweats, hot flashes, burning vagina were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), bartholin's cyst ('bartholin's cyst') and metal poisoning ('nickel poisoning') in a 37-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2010,dye contrast test done which showed physician informed that everything looked normal and that her tubes were blocked. Concurrent conditions included premenstrual dysphoric disorder and skin irritation. Concomitant products included dexamfetamine (dextroamphetamine). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal pain ("stabbing like pain in vaginal/ vaginal pain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), pain ("pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("unusual and prolonged periods"), allergy to metals ("various symptoms associated with nickel allergy"), back pain ("lower back pain"), spinal deformity ("curved spine and robs out of place"), arthralgia ("joint pain"), bartholin's cyst (seriousness criterion medically significant), menstruation irregular ("it was irregular"), menstrual disorder ("unusual periods"), vaginal haemorrhage ("constant abnormal spotting"), premenstrual dysphoric disorder ("pmdd"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), hot flush ("hot flashes"), vulvovaginal burning sensation ("stinging and burning vagina") and vaginal discharge ("discharge"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy/bilateral salpingectomy and in (B)(6) 2011 emergency surgery to remove cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain, back pain, spinal deformity, arthralgia and bartholin's cyst had resolved and the genital haemorrhage, menometrorrhagia, pain, allergy to metals, menstruation irregular, metal poisoning, menstrual disorder, vaginal haemorrhage, premenstrual dysphoric disorder, ovulation pain, night sweats, hot flush, vulvovaginal burning sensation and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bartholin's cyst, dyspareunia, genital haemorrhage, hot flush, menometrorrhagia, menstrual disorder, menstruation irregular, metal poisoning, night sweats, ovulation pain, pain, pelvic pain, premenstrual dysphoric disorder, spinal deformity, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pain to be related to essure. The reporter commented: she felt better right away and it was as if the poison in her body was gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils in place, fallopian tubes occluded. Ultrasound pelvis - on (B)(6) 2017: she was diagnosed with nickel poisoning.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), pain ("pain"), abdominal pain lower ("cramping") and allergy to metals ("various symptoms associated with nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, dyspareunia, pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, menometrorrhagia, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), pain ("pain"), abdominal pain lower ("cramping") and allergy to metals ("various symptoms associated with nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, dyspareunia, pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, menometrorrhagia, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.